Event description:
The reporter stated the surgeon implant a micl 13.2 mm implantable collamer lens in the left eye on (B) (6) 2010. The lens was removed on (B) (6) 2010 due to high vault. Pt had elevated iop. Pt reported to have eye pain. There was some inflammation. The lens was removed using the same incision. The incision was not widened and no suture required. Pt had dental work done the same day after the icl was implanted. Pt was inverted for 45 minutes. Pt went for follow-up visit on (B) (6) 2010 and is doing well. Bcva is 20/20. A shorter lens is scheduled to be implanted in three months.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).